Event description:
Received phone call from patient's wife stating that her husband, the patient, "was coughing constantly on friday night and he coughs into a kleenex, folds over and coughs again into kleenex. He did not notice that his voice prosthesis was gone until later that night. He went to emergency room and dr. Used scope and could not find the prosthesis in his lungs." She also stated that "they are going to do an MRI."

Manufacturer narrative:
We are still waiting for return contact from pt dr to verify if device was found. At this time, this is all the info we have.